Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Subsequent treatment is related to circumstances of the procedure. Factors that contribute to the inability to retract the foot leading to entrapment, include, but not limited to tissue or suture caught in foot and interactions with patient anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility/importer report.

Event description:
User facility medsun report was received stating: uf/importer report #(B)(4). Date of event: dec-2025. Date of this report: jan-2026. Type of report: product problem. Outcome attributed to adverse event: other serious or important medical events. Describe the event or problem: attempted to use perclose at end of ptca [percutaneous transluminal coronary angioplasty]. Device's feet did not work and md unable to remove and deploy sutures. Vascular surgery called and they were able to get device out. 8 fr sheath left in place. What was the original intended procedure? Ptca. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Patient gender: female. Patient age: 78 years. Patient weight: 61.00 kg. Patient race: white. Additional information for patient #1: other information about the patient that may have influenced the outcome of the event: hld; ckd; pulmonary htn; cardiac stents; hypothyroidism. Other relevant history, including preexisting medical conditions: preexisting characteristics that may have contributed to the event: hypertension; coronary heart disease; diabetes. Perclose¿ prostyle¿: part #:12773-03. Lot #5082641. Expiration date: jul-2027. UDI: (B)(4). Is this device available for evaluation? Yes. Additional information for device #1: is this a laboratory device or laboratory test? [No]. Intital reporter: (B)(6) (risk manager). Address: (B)(6). Phone #: (B)(6). Email: (B)(6). (B)(6) hospital. (B)(6).